Event description:
3 days after a coronary drug eluting stenting treatment procedure, a sub acute thrombosis occurred. The lesion being treated was located in the 1st obtuse marginal (om). The physician inserted a mailman guide wire in the circumflex (cx) and was unable to cross the lesion with a taxus express2 2.5 x 8 mm stent. He then placed a maverick2 2.5 x 15 mm balloon on a pt2 wire in the 1st om and inflated to 10 atm for 19 seconds. The physician then deployed the taxus express2 2.5 x 8 mm drug eluting stent at 14 atm for 31 seconds in the 1st om. Intergrilin, versed, nitroglycerin, and heparin were given during the procedure. Plavix and asa were prescribed post procedure. The pt was discharged and returned three days later to the ER due to chest pains. An angiogram determined a thrombosis in the stented 1st om. The reintervention was an angioplasty. A 1.5 x 20 mm maverick2 balloon was inflated at the thrombosis site at 10 atm x 21 sec, 10 atm x 20 sec, 10 atm x 25 sec, 10 atm x 20 sec, 10 atm x 25 sec, 10 atm x 18 sec and 14 atm x 28 seconds. The physician attempted to implant a 2.0 x 23 mm mini vision stent but it was removed undeployed. He then inflated a 2.5 x 20 mm maverick2 balloon at 12 atm x 29 sec and 12 atm x 27 seconds. The physician inserted the stent balloon catheter and the stent came of the balloon in the cx artery. A snare was used to try to retrieve the stent but was unsuccessful. A maverick 2 1.5x20 mm balloon was inflated to 4 atm for 60 sec to deploy the stent in the cx and inflated again to 14 atm for 11 and 6 seconds. The maverick2 2.5 x 20 mm balloon was inflated to 10 atm for 28 sec, 10 atm x 10 sec and 14 atm for 12 seconds. The guide wires and balloon catheter were removed. St elevation was noted. The or surgeon was paged to consult with the physician. The pt was transferred to ccu without incident. The following day, CABG surgery was performed (unknown if procedure related). The pt was doing well and was discharged 5 days later. It is unknown if in the md's opinion the sat was related to the stent.